Manufacturer narrative:
(B)(4): the customer reported that during an attempted resuscitation, (B)(4) defib pads were placed on a pt but not connected to the defibrillator. The customer then used external paddles to deliver a shock. They noted an arcing between the pads and paddles and observed a burn on the pt. The customer stated that the involved pt had already expired and that this report had no impact on the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that during an attempted resuscitation, (B)(4) defib pads were placed on a pt but not connected to the defibrillator. The customer then used external paddles to deliver a shock. They noted an arcing between the pads and paddles and observed a burn on the pt.